Event description:
It was reported that the patient received inappropriate therapy. The patient held a magnet over their device and was taken via ambulance to the hospital. It was also noted by the patient that they had an atrial fibrillation attack. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported by the clinic that the shocks were caused by the atrial fibrillation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.